Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), feeling abnormal ("brain fog") and memory impairment ("forgetfulness") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, fatigue, migraine, headache, weight increased, feeling abnormal and memory impairment had resolved and the menorrhagia and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, fatigue, feeling abnormal, headache, memory impairment, menorrhagia, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, other injuries/symptoms discrepancy in essure insertion dates: (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2011: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: previously reported event injury was deleted and was updated to new events. Following events were added : pelvic pain, abdominal pain, dysmenorrhea, menorrhagia, nickel allergy, fatigue, migraine, headaches, weight gain, brain fog, forgetfulness. Reporter information added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 44-year-old female patient who had essure (batch no. 740669) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation in 2010, paratubal cyst and overweight. Concurrent conditions included depression, restless leg syndrome, polycystic ovarian syndrome, perineal pain, leiomyoma nos and adenomyosis. Concomitant products included atorvastatin since 2010, escitalopram oxalate (lexapro) since 2010, metformin since 2010 and pramipexole since 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 8 years 1 month after insertion of essure. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), migraine ("migraine"), feeling abnormal ("brain fog"), memory impairment ("forgetfulness") and headache ("headache") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation on (B)(6) 2018 and total laparoscopic hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, fatigue, migraine, weight increased, feeling abnormal, memory impairment and headache had resolved and the menorrhagia, vaginal haemorrhage and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, fatigue, feeling abnormal, headache, memory impairment, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, other injuries/symptoms discrepancy in essure insertion dates : (B)(6) 2010. The right cornua had 2 visible coils and the left cornua had 3 visible coils. Current weight 210 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results of confirmation test: bilateral occlusion. Imaging procedure - on (B)(6) 2011: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirming- events which are same in pfs & mr: dysmenorrhea and pelvic pain, headaches, menorrhagia . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 44-year-old female patient who had essure (batch no. 740669) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation in 2010, paratubal cyst and obesity. Concurrent conditions included depression, restless leg syndrome, polycystic ovarian syndrome, perineal pain, leiomyoma nos and adenomyosis. Concomitant products included atorvastatin since 2010, escitalopram oxalate (lexapro) since 2010, metformin since 2010 and pramipexole since 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 8 years 1 month after insertion of essure. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), migraine ("migraine"), feeling abnormal ("brain fog"), memory impairment ("forgetfulness") and headache ("headache") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation on (B)(6) 2018 and total laparoscopic hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, fatigue, migraine, weight increased, feeling abnormal, memory impairment and headache had resolved and the menorrhagia, vaginal haemorrhage and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, fatigue, feeling abnormal, headache, memory impairment, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, other injuries/symptoms discrepancy in essure insertion dates : (B)(6) 2010. The right cornua had 2 visible coils and the left cornua had 3 visible coils. Current weight 210 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results of confirmation test: bilateral occlusion. Imaging procedure - on (B)(6) 2011: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirming- events which are same in pfs & mr: dysmenorrhea and pelvic pain, headaches, menorrhagia . Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and medical records received : new event " abnormal bleeding (vaginal) was added. Severity of events " pelvic pain and headache ",lot number, reporter information, patient demography, medical history and concomitant drugs were added. On (B)(6) 2019: follow up 3 and follow up 4 were processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.